Event description:
It was reported to philips that the flexvision monitor was unable to display, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis. The completed as planned by using another system. It was reported to philips that the flexvision monitor was unable to display, which can impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found intermittent video loss on the flexvision and hemo monitors although rebooting the system. On further troubleshooting, the fse found that the issue lies with the ippc¿s live video graphics card or motherboard. To resolve the issue, the fse replaced the faulty image processing pc (ippc) with a new unit and installed three new hard drives, installed software, image store recreated, system ghost backup was created and stored. The defective part was sent for analysis, for ippc malfunction was observed and the failed component was found to be a defective power supply. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.